Manufacturer narrative:
As lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a posterior capsular tear was noted after an intraocular lens (iol) was inserted. The iol was removed from the eye and a new lens with a 19.5 diopter was inserted.

Manufacturer narrative:
Additional information: additional information received and the following fields were updated accordingly: section a2: age/date of birth: 81 yrs. / (B)(6) 1941. Section a3: sex/gender: female. Section a4: weight: 135 lbs. Section a5: race: white. Section b5: additional information indicated that the posterior capsule tear on the left eye of the patient was noticed prior to insertion. The account stated that the issue was not caused by the intraocular lens. It was indicated that the reason for the posterior capsular tear is unknown and that it is unknown if the patient have any pre-existing issue which could have caused the capsule tear. It was confirmed that the lens was removed and replaced during the same procedure on (B)(6) 2022. That there was an unplanned vitrectomy performed and a new ar40 (+19.5 diopter) lens was used as replacement lens. The patient outcome is not available. Section d10: concomitant medical products: emerald cartridge, lot ck07179. Section e1: title (e.g., mr., ms.): dr. Section e1: initial reporter first & last name: dr. (B)(6). Section e2: health professional? Yes. Section e3: occupation: physican. Section h6: health effect - impact code: 4625. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.